Manufacturer narrative:
The reporter's meter was returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range = 2.2 - 3.4 inr): qc 1: 2.5 inr, qc 2: 2.2 inr, qc 3: 2.6 inr, all inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.

Manufacturer narrative:
Initial reporter occupation is lay user/patient. The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Test strip retention samples passed the internal inspection. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4). Customer received qc error, error 4 and error 5 prior to receiving a result. Error 4 can occur if the blood is applied to the test strip prior to the countdown. Error 5 can be caused if the customer does not apply enough blood to the strip. Qc error can occur if the test strips are exposed outside the vial too long which causes the onboard quality control to fail. At 8:55 am, the result from the meter was 1.5 inr. At 9:22 am, the result from the meter was 2.1 inr. The customer's therapeutic range was 2.0-3.0 inr.